Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient had presented to the emergency room (ER) with intermittent loss of capture (loc) and high threshold measurements. Fluoroscopy was performed which confirmed that the helix of this left bundle branch lead had retracted, post implant. This patient was pacemaker dependent at that time, so this lead was explanted. A new right ventricular (rv) lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient had presented to the emergency room (ER) with intermittent loss of capture (loc) and high threshold measurements. Fluoroscopy was performed which confirmed that the helix of this left bundle branch lead had retracted, post implant. This patient was pacemaker dependent at that time, so this lead was explanted. A new right ventricular (rv) lead was implanted and remains in service. No additional adverse patient effects were reported. Additional information was received that this patient had experienced syncope and anxiety due to the reported issues with this lead. The loc was was observed 2 days prior to the procedure. Higher output was programmed and capture was observed however, the helix had retracted confirmed by x ray.